Event description:
It was reported that the left ventricular lead had no capture and had evidence of dislodgement. The physician chose to downgrade the patient to a non-biventricular implantable cardiac defibrillator. The left ventricular lead was capped. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed. Analysis indicated the outer insulation of the lead developed a breach due to a depression while in vivo. If information is provided in the future, a supplemental report will be issued.